Manufacturer narrative:
Device evaluation summary: according to the information reported, the patient experienced breast asymmetry and implant malposition. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on thereturned device. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Reason for device explant and/or reoperation: bilateral asymmetry, bilateral implant malposition, right breast prosthesis rupture and right breast pain. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent a primary breast augmentation procedure with mentor memorygel breast implant 350cc gel breast prostheses developed bilateral breast ptosis, bilateral breast asymmetry, and suffered from bilateral implant malposition post implantation. Additionally, it was reported that the patient developed pain in her right breast and that the right breast prosthesis was ruptured. As a result, the patient underwent bilateral explantation and replacement with a mentor memorygel breast implant 400cc gel breast prosthesis and a mentor memorygel breast implant 375cc gel breast prosthesis on (B)(6) 2024. This medwatch report is for the patient¿s left breast prosthesis. Refer to manufacturer report number 1645337-2024-12421 for the report for the patient¿s right breast prosthesis.